Event description:
It was reported to (B)(6) that a peritoneal dialysis (pd) patient was hospitalized due to an infected ¿catheter port¿ and peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with a pd catheter (not a (B)(6) product) infection, peritonitis, and was treated with intraperitoneal (ip) vancomycin and cefepime (dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for bacillus cerus on (B)(6) 2026, and the patient¿s nephrologist ordered the removal of the patient¿s pd catheter, placement of a hemodialysis (hd) catheter (not a (B)(6) product), and transition to hd. As a result, the patient¿s antibiotics were changed to intravenous (IV) administration, and the patient tolerated the transition to hd without any known issues. The patient is recovering from the serious adverse events and remained hospitalized as of (B)(6) 2026. The pdrn attributed causality to a touch contamination event involving the patient¿s spouse assisting with initiating continuous cyclic pd (ccpd) without the proper training. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).